Event description:
The customer stated the clinical chemistry albumin bcg quality control (qc) was not working and values had drifted up with a new bottle of reagent of the same lot number. The albumin reagent lot in use was 77056hw00. The customer received clinical chemistry albumin bcg reagent lot 80051hw00 which showed a downward shift. The customer performed some troubleshooting/comparison studies with both analyzers in the lab to confirm the performance of both clinical chemistry albumin bcg reagent lots. There was no impact to patient management.

Manufacturer narrative:
(B)(4). Suspect medical device, lot #: additional clinical chemistry albumin bcg reagent lot, 80051hw00, expiration date: 7/15/2011. Concomitant medical products: architect c8000 analyzer, list # 1g06-01, (B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Architect c8000 analzyer, list # 1g06-01, (B)(4). The cause of the particulate matter (penicillium sp, a fungal species found in the environment) observed in some clinical chemistry albumin bcg reagent cartridges was due to exposure of the albumin bcg formula containing weak antimicrobial additive from normal formulation and filtering processes designed for microbial growth controlled clinical chemistry reagents. Abbott issued a product recall advising customers to discard or destroy any inventory of three affected lots of clinical chemistry albumin bcg reagents. Abbott is identifying alternate formulation for the clinical chemistry albumin reagents that contain no mercury.